Manufacturer narrative:
The main component of the system. Other relevant devices are: enew2020c82e; s/n: (B)(4); use by date: (B)(6) 2012; upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for an abdominal aortic aneurysm. An angiogram showed there to be a type iii separation between the bifurcation stent graft and the left iliac limb stent graft extension. Intervention was carried out on the same date to resolve the endoleak, an etlw1620c156e was placed even to the flow divider within the bifurcation and extending as far as the distal end of the previously implanted limb extension. As per the physician, the cause of the event was due to the patient¿s anatomy, angulation of the previous overlap occurred. No clinical sequelae were reported and the patient is fine.